Event description:
It was reported that bd pegasus y 24ga x 0.75in ss prn npvc leaked the following information was provided by the initial reporter: there is leakage at the connection between the extension tube and the y-shaped seat. If leakage is discovered during infusion, a claim needs to be settled and a complaint reply letter is required. A complaint acceptance letter is not required. A video is provided and the sample can be returned.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is 3289309, is 24g and product code is 383904,produced on 2023/11, with a total of (B)(4) pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2.the customer returned a sample, as shown in the attached photo 1. Take the sample for 45psi leakage test, and found that the liquid leaked from the extension tube and the luer connector, as shown in the attached video 2; observed the connection between the extension tube and the luer connector under microscope,and no abnormality was found,as shown in the attached photo 3; cut the sample open and observe the flaring state of the extension tube, and no abnormality was found, as shown in the attached photos 4 and 5. Observe the swaging status of the metal wedge, and found that there have gap between the metal wedge and the luer connector, as shown in the attached photo 6 and 7; 3. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: (1) based on the analysis of the samples returned by the customer,confirm that the product leaked due to the slight tilt of swaging, there have gap betweenm the metal wedge and the luer connector; (2) this product is produced on automatic line. Check the zone7 s27 swaging station, it was found that the bearings of the swage mechanism were worn and the distance at both ends of the bearings were different, resulting in uneven gaps in the swaging (see attached photo 8); corrective action: (1) the technician has replaced the bearing of the die mechanism and is currently under continuous monitoring,attached the equipment maintenance records. (2) modify the equipment maintenance record document mfg-11074-b and add inspection of the bearings of the swage mechanism. In summary, the root cause of this complaint is that at the zone7 swaging station of the automatic line, the bearings of the swage mechanism were worn and the swaging was uneven and created gaps, resulting in product leakage. The factory has taken relevant improvement measures and continues to pay attention to and monitor the trend of defect complaints.